Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the front panel was blinking due to a scope socket malfunction - the slider switch was deemed faulty due to intermittent sticking of the switch. The scope socket was replaced to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was shown when scopes were connected, only "distorted random colors and grainy black" appeared. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. The device was returned to olympus. Upon inspection and testing of the returned device, it was found that the front panel was blinking. This report is submitted due to the front panel blinking.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty slider switch could not be identified. Olympus will continue to monitor field performance for this device.